Event description:
It was reported that an external fluid leak was observed from a prismaflex st150 set. After approximately one hour into continuous renal replacement therapy, the waste liquid pressure suddenly increased, and upon further inspection found the waste liquid pressure sensor membrane leaked water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
Additional information added to h3, h6 and h10; h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the effluent pod was observed to have leaked. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.